Event description:
The customer observed discrepant ict results on the architect c8000 analyzer. An initial potassium result of >10 mmol/l retested within the normal range (no exact value provided). No impact to patient management was reported.

Manufacturer narrative:
An abbott field service representative (fsr) was dispatched to the customer site to inspect the architect c8000 analyzer. The fsr observed that nozzle #2 was not properly aspirating and was causing the cuvettes to overflow. The fsr styletted the nozzle and verified the repair by performing a cuvette wash procedure. Broken latchs were observed on the covers. The fsr replaced the ict module. Carousel sampler cover, and the reagent supply center covers. The cuvettes and incubator were cleaned, and multiple flushes on the water bath were performed. Multiple components were replaced or cleaned to resolve the issue. This is the final report.